Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a tego¿ connector was found to have leaked during patient use. The reporter stated that they received a complaint from their customer informing a leakage, and there was visible blood after disconnecting the lines. The event occurred after hemodialysis sessions. The reporter stated that the clinical risks could be respiratory discomfort, malaise, and the risk of embolism. The sample is available for evaluation. The connector had been replaced, and there was only one reported product involved in this event. There was no patient harm reported.

Manufacturer narrative:
Investigation summary the complaint of leaks on item 055-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.